Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Hemolysis: clinical states that the pump was placed with outlet on the aortic valve causing labs to hemolyze. Pump was repositioned and hemolysis resolved. Pump was not returned for investigation. Data logs show "impella in ventricle" alarms and placement signal was spread and no other abnormalities were observed. Therefore, the root cause of the hemolysis issue was improper positioning of the device due to improper placement technique. Positioning issue: clinical states that the pump was implanted and was found to facing the aortic valve which was then repositioned. Data logs show initial "impella in ventricle" alarms at 15:22 on (B)(6) 2025 with ventricular waveform which resolve shortly after. "Impella in ventricle" alarms return again at about 17:00 and are resolved once again by 18:00. Pump was not returned. The root cause of the positioning issue was not determined since the pump was found to be deep upon arrival to the ICU and unknown what caused it to go deep.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported that impella cp was placed emergently on a 44-year-old male patient. Hemolysis was present on labs. Bedside echo showed depth at 5.5 cm. Impella outlet on aortic valve. Physician notified of hemolysis and repositioned at bedside. It was further reported that the family decided to withdraw care, and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.